Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus element/ion stent delivery system and stent with no other devices. There was blood and contrast in the guide wire lumen. There were stent strut impressions between the markerbands on the tightly folded balloon. There was no indication the device was subjected to positive inflation pressure, however the distal end of the stent extended beyond the distal markerband due to multiple stent struts stretched and bent. The location of the strut impressions on the balloon indicates the stent was appropriately positioned and secured to the balloon in manufacturing. Magnified inspection presented no damage or irregularities that could have caused or contributed to the confirmed stent damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during the preparation for a stenting treatment procedure, a 2.25x28mm ion stent was observed to be damaged upon removal from the sterile hoop. The distal end of stent appeared to be stretched. The stent was not used and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that during the preparation for a stenting treatment procedure, a 2.25 x 28 mm ion stent was observed to be damaged upon removal from the sterile hoop. The distal end of stent appeared to be stretched. The stent was not used and the procedure was completed with another of the same device. No patient complications were reported.